Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. During preparation of a percutaneous transluminal coronary angioplasty treatment procedure of the left anterior descending artery, a 4.0x20mm promus premiere stent was removed from the protective sleeve and it was noted that the stent dislodged. The procedure was completed with another same device and no patient complications were reported and the patient¿s status is fine.